Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. According to the patient, the cannula deployed while she was in the process of removing the pod¿s adhesive backing. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was applied.